Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not holding the burrs could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device failed the safety assessment (ran in the load position), and had low rotations per minute (rpms) (65,739 should be at least 75,000). It was further observed that the locking components were damaged causing the device to run in the load position and the vanes were worn out causing the low rotations per minute (rpms). It was determined that the issue with the vanes was consistent with normal wear over time. It was determined that the issue with the locking components was consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. The assignable root causes were determined to be due to user error and worn out motor components from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during testing before surgery, it was discovered that the motor device was not holding the burr devices. During in-house engineering evaluation, it was observed that the device failed the safety assessment (ran in the load position), and had low rotations per minute (rpms) (65,739 should be at least 75,000). It was reported that the patient was not in the room. There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.